Event description:
It was reported that the manufacturer representative was unable to adjust the stimulation. It was noted that the representative was seeing a ¿call your doctor¿ icon and that there was a power on reset (por) condition. It was noted that at the time of the report the manufacturer representative was teaching in a sales training course. It was further reported that the power on reset (por) condition was encountered on a demonstration implantable neurostimulator in a classroom and had nothing to do with a patient.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).